Manufacturer narrative:
The reliability analysis evaluated 1 open and or used reservoir performed pre-fill reservoir test. The reservoir failed per inspection and found reservoir transfer guard needle occluded.

Event description:
The customer reported via phone call of issues with their reservoir. The customer states they were not able to fill their reservoir with insulin. The customer's blood glucose level was unknown. The customer states they would be returning reservoir for analysis. Replacement would be sent out.